Manufacturer narrative:
Minor scratches on the display window were noted during the visual inspection. The insulin pump passed the self test was monitored with no error alarms.

Event description:
It was reported the customer received a software error alarm. The customer's blood glucose was 280 mg/dl. The customer stated the alarm did not occur while changing the settings on the insulin pump. The alarm also did not occur after a battery change or during a prime. The customer was assisted with clearing the alarm. The customer was advised to disconnect from the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).